Event description:
Healthcare professional reported right side "hole in radius (edge)." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening on radius, crease fold and wear abrasion. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Event description:
Healthcare professional reported right side "hole in radius (edge)." Device has been explanted.